Manufacturer narrative:
One fogarty thru-lumen was returned for evaluation. The customer report of balloon did not inflate was confirmed. As received, this balloon was found to be ruptured in the central area. The balloon edges did not match at the ruptured region. Ruptured part was not returned. Per the IFU, balloon rupture and catheter separation as a result of excessive pull force applied to remove adherent material are the most frequent causes of reported failures. And to minimize the risk of vessel damage, balloon rupture, or tip detachment, do not exceed the maximum recommended inflation and pull force for each size catheter. Both balloon windings were intact. No other visible damage was observed from the catheter. As part of the manufacturing process 100% of the units go through balloon and winding inspection process performed. Based on the available information there is no evidence that supports or confirms the failure mode being evaluated to be associated to a manufacturing or design defect. An in-depth investigation is not required since the failure mode is not confirmed to be associated to a manufacturing or design defect. Complaints incidence will continue to be monitored, and applicable actions will be taken as required. An engineering evaluation was initiated to assess for any manufacturing related processes which could be correlated to the complaint. The customer report of the balloon issue was confirmed through objective evidence from the product evaluation. Based on the available information, the failure mode is not associated to a manufacturing defect. A device history record review was unable to be completed as the lot number is unknown. Because the lot number is unknown, the full UDI number is not available. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Event description:
It was reported that before use in patient, the balloon of this fogarty catheter did not inflate. There was no allegation of patient injury.